Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.0, lab: 1.6. Date: (B)(6) 2010, inratio: 2.5, lab: 2.3.

Manufacturer narrative:
Investigation pending.